Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed while in use on patient. The customer did not specify what type of alarm condition that the unit had. There was no patient harm reported.

Manufacturer narrative:
The customer reported that the unit has low leak co2 rebreathing risk alarm. The field service engineer (fse) was able to duplicate the reported problem. The fse replaced the air/o2 flow sensor assembly to address the reported issue.

Event description:
The customer reported that the ventilator alarmed while in use on patient. The customer did not specific what type of alarm condition that the unit had. The customer reported that the unit was in use on patient, but there was no patient harm reported.